Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the physician reported a steam pop in the left ventricle after a radiofrequency (rf) delivery. There was no impact to the procedure. The procedure was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: additional data files were returned and reviewed. The case export data file that was received on a later date was reviewed and the data review could not assess the reported "steam pop" issue, as the incoming information stated that the steam pop occurred after radiofrequency (rf) ablation and not during an ablation. In conclusion, the reported "steam pop' issue could not be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 catheter with lot number 0230112183 and data files were returned and analyzed. During an external visual inspection, the catheter appeared intact with no visible defects. Occlusion and leak tests were performed and the catheter passed both the tests. No obstruction/debris was observed at the nozzle. The returned catheter was connected to the lab/test stack and pulsed field and radiofrequency ablations were performed without any notifications. The catheter was further tested using the cirris tester for shorts and mapping tests and the catheter passed both the tests. Further checks with a multimeter and a breakout fixture (fxt-00161) to test for continuity was performed and no anomalies were identified. Steam pop issue can be due to the placement of the catheter inside the heart, and was not able to replicate the case environment in the lab. The log data file returned from the field was analyzed using the log file decryption tool. Notifications were recorded on the reported event date: 2025-04-07 08:11:38.905 ciu warning magnetic tracking initializing 2025-04-07 08:11:47.239 warning location reference not calibrated 1744027907.327023 critical ECG signal delay' 1744027911.427079 critical ECG signal delay' 1744027915.427004 critical ECG signal delay' 1744027927.527020 critical ECG signal delay' 1744027933.527001 critical ECG signal delay' 1744027939.527131 critical ECG signal delay' 1744031259.527022 critical ECG signal delay' 1744031263.527079 critical ECG signal delay' in conclusion, the reported "steam pop' issue could not be assessed through data analysis. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.